Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles in the reservoir and the insulin vial. Blood glucose level at the time of the incident was 167 mg/dl. Blood glucose level at the time of the call was 101 mg/dl. The customer was able to prime out the air bubbles. The reservoir was not replaced or returned for analysis.